Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 4 patient samples tested for creatinine plus ver.2 (crep2). The erroneous results for patient 2 were reported outside of the laboratory. Some of the erroneous results for the other 3 patients were reported outside of the laboratory. The customer was not able to clarify which results for which patients. Patient 1 initial crep2 result was 1.73 mg/dl. The sample was repeated and the result was 0.74 mg/dl. The sample was repeated on (B)(6) 2015 and the result was 0.66 mg/dl. On (B)(6) 2015 patient 2 initial crep2 result was 2.08 mg/dl. This result was reported outside of the laboratory where the physician complained about the result. The sample was repeated twice with results of 0.80 mg/dl and 1.01 mg/dl. On an unknown date patient 3 initial crep2 result was 1.78 mg/dl. The repeat result was 0.98 mg/dl. On an unknown date patient 4 initial crep2 result was 1.52 mg/dl. The repeat result was 0.79 mg/dl. No adverse event occurred. The crep2 reagent lot number was 617550. The expiration date was not provided. The customer also complained about quality controls that were not acceptable. It was noted that the customer had a handling problem with the gel tubes and centrifugation was not done correctly. Most of the tubes showed pieces of gel in the sample.